Event description:
It was reported that "swg (j-tip) resistance, kinking; clinically unusable." The issue was detected during patient use.

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The complaint of a kinked guide wire was able to be confirmed by the photo. The customer returned multiple components of cvc kit, including one guide wire assembly, arrow raulerson syringe (ars), and catheter, for analysis. Definite signs of use were observed on the returned components. Visual analysis revealed that the guide wire contained one kink along the body. The distal j-bend appeared misshapen but intact. Microscopic examination confirmed the kinks and revealed that the proximal and distal welds were present and spherical. The kink measured 614mm from the proximal end of the guide wire. The overall length of the guide wire measured 685mm which is within the specification limits of 679mm - 687mm per the guide wire product drawing. The guide wire outer diameter measured 0.800mm which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The guide wire was threaded through the returned ars/lab inventory 18ga needle subassembly, and the guide wire passed with little to no resistance. The guide wire was also advanced through the returned catheter and passed as intended. Performed per IFU statements, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle" and "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A manual tug test confirmed that both welds were secure and intact. The customer reported the lot number as "unknown"; however, they did provide a potential lot number (71f22k2781). A device history record review was performed on the potential lot number and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photos and the returned sample. The guide wire contained one kink along the body. Despite this, the guide wire passed all relevant dimensional and functional requirements, and a device history record review was performed based on a potential lot from sales history with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature. Corrected data: section b.5. Description corrected to "the issue was detected during patient use." Section d.1. Brand name corrected to arrow cvc set: 3-lumen 7 fr x 30 cm. Section d.4. Catalog# corrected to cs-24703-e. Section d.4. Lot# corrected to 'unknown'. Section d.4. UDI# corrected to (B)(4). Section h.6. Health effect: impact code corrected to 2199.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "swg (j-tip) resistance/kinking; clinically unusable." The issue was detected prior to patient use.